Event description:
Customer reports a result of 117mg/dl while using the advantage system. Customer reports his arms and chest were hurting. Customer's wife drove him to the hospital emergency room where they took a reading on the ER's meter 1 hour later with a result of 680mg/dl. Customer was given 14 units of insulin and another 8 units of insulin 1 hour later. Customer was also given 2ivs of saline. Customer felt better in 2 or 3 hours. Customer had a possible delay in treatment. No quality controls were run. The suspect product was not returned to the manufacturer for evaluation.